Event description:
The patient stated that the display of her infusion device was blank and the device was making a clicking noise. She stated that she changed the power pack and her infusion device operated properly. She stated that her power pack was over two weeks old. The pt was aware of the power pack recall. The pt was educated on the importance of changing the power pack every 2 weeks. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.